Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on: 12/27/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation in the original lens insert case and box. Multiple scratches and a cut were observed on the lens. The scratches and the cut could be associated to the insertion and eventual removal process. The scratches were observed after insertion of the lens to the patients eye. The reported damage could not be determined to be associated to the manufacturing process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no complaint has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that while inserting the intraocular lens (iol), doctor noticed a scratch on lens. The lens was removed and replaced with a new lens. Reportedly, there was no patient injury. No further information was provided.